Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula, dislodged cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels exceeded 250 mg/dl while wearing the pod. The pod fell off and the cannula dislodged from the infusion site. The pod's cannula was also found crimped/bent.